Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings: a review of the black box showed multiple instances of the time and date resetting to default after reboots. The black box showed that the time was incorrectly set on (B)(6) 2013 from 21:26 to 09:32. The pump was exercised for 29 hours with no delivery issues. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized for ¿slight diabetic ketoacidosis¿. The reporter stated that eh patient was admitted with a blood glucose of 571 mg/dl, small ketones, and dry heaving. The patient was reportedly treated with intravenous insulin. The reporter stated that the patient was dealing with increased blood glucose levels since the second or third week of march. The reporter stated that the patient¿s health care provider changed the basal and insulin sensitivity factor settings but the blood glucose levels continued to be elevated. The pump was reviewed and found that the time was incorrect on the pump. The reporter stated that the patient had noted that the time and date was resetting with each battery change. This report is made based on the allegation that the patient experienced hyperglycemia related to the incorrect time and date setting on the insulin pump.